Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is further reported that the patient was revised due to pain.

Manufacturer narrative:
Updated information received via revision operative notes. Review of the revision surgical notes found that the pegs of the tibial component were well fixed, but the undersurface did appear to have some fibrous ingrowth. The tibial component was removed by attacking the implant bone interface, and successfully replaced with a cemented tibial component, stem extension and tibial cone. Root cause remains unchanged.

Manufacturer narrative:
A physical review of the returned product indicates a lack of bony ingrowth on the medial surface of the tibial component. A review of the primary surgical notes identified no complications. Final components were placed using "cement-less" technique with excellent range of motion and stability with well-balanced gaps and acceptable patella tracking. No revision surgical notes have been provided. These devices are used for the treatment of a patient. The device history records for the tibial component were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Event description:
It is reported that the patient requires revision surgery; the nature of the harm is unknown.

Manufacturer narrative:
The part and lot numbers are unknown; therefore the device history records could not be reviewed. This device is used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.